Manufacturer narrative:
(B)(4) pupil could not dilate, no zonules.

Event description:
It was reported that the intraocular lens (iol) was attempted for implant. Implant in an extremely difficult patient where the pupil could not dilate more that 1.5mm. The doctor needed to suture the lens in and the patient had virtually no zonules. The doctor had to suture the lens to the iris and in doing so, bent the haptic. The lens then had to be removed. This report represents the first (1st) lens implant attempted. Further follow up noted the patient was difficult, completely blind in left eye because of glaucoma, right eye was the affected eye which had cataract hence the surgery. The doctor replaced this first lens with another lens however, had the same issues. The patient was referred to a retina surgeon after the third (3rd) lens implant was attempted and the lens was explanted. A fourth (4th) lens (iol) was implanted successfully. The patient was doing fine after the last lens (4th) was implanted. Separate mdrs are being filed for each of the three reported amo lenses used in surgery for this patient.

Manufacturer narrative:
The lens was returned to the manufacturing site for investigation. The z9002 lens was visually inspected. Surface residuals, fibers/particles, were observed on the lens which indicated that the unit was prepared and handled for surgical use. The returned lens had one distorted haptic. The manufacturing records for the lens were reviewed. The z9002 manufacturing process record was verified and the lenses were manufactured within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review that were related to the customer's report. The lenses were released according to specification and in compliance with the product's intended use as required. The device manufacturing procedures were performed as required. There were no discrepancies found during the review. The documentation showed that the lens was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.